Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device's left side film and handle are damaged. There is no patient involvement.